Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Granola bars were consumed to treat bg level. The customer alleged the suspected cause of the low bg level was an underlying pump issue. The clinical diabetes specialist (cds) consulted with the customer and the customer maintained that the pump was not working as intended. Although requested by tandem technical support, the customer declined to upload the pump data logs. Reportedly, the customer had an alternate method of insulin delivery available.